Event description:
Upon arrival the patient's extracorporeal membrane oxygenation (ECMO) circuit was changed to a rotoflow circuit. A short time later, the patient's blood pressure (bp) dropped. Fluids were administerd and it was noted that the outflow and inflow cannulae appeared similiar in color. The physician verified, with pulsatile waveform with systolic pressure greater than 100, that blood flowing from the outflow cannula was arterial. The cannulae were transposed and appropriately relabeled. Reportedly, the rep was present and witnessed that the circuits and cannulae were mislabeled from the manufacturer. The blue label was on the venous and red on arterial. Reportedly maquet said this a one time occurrence.